Event description:
It was reported that the customer's insulin pump was cracked at the battery and reservoir compartments and had a piece was missing. The customer's blood glucose level was 140 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window. The unit was received with a cracked case at the display window corner. The unit received with cracked battery tube threads. The insulin pump was received with a broken reservoir tube lip. The unit was received with a cracked lcd window.(B)(4)